Event description:
The patient reported to have fallen and hit their head on (B)(6) 2025. Following the fall the patient was unable to interrogate their neurostimulator. During a clinic visit on (B)(6) 2025, the neurostimulator was unable to communicate with the programmer. The neurostimulator was replaced on (B)(6) 2025. During the device replacement procedure the neurostimulator was confirmed to have damage to the external can.

Manufacturer narrative:
Comp-08131. Photos provided by the neuropace representative verified damage to the neurostimulator. If the device is returned, neuropace will undertake failure analysis of the device.

Event description:
Investigation results provided in section h10. Original report - the patient reported to have fallen and hit their head on (B)(6) 2025. Following the fall the patient was unable to interrogate their neurostimulator. During a clinic visit on (B)(6) 2025, the neurostimulator was unable to communicate with the programmer. The neurostimulator was replaced on (B)(6) 2025. During the device replacement procedure the neurostimulator was confirmed to have damage to the external can.

Manufacturer narrative:
(B)(4). Photos provided by the neuropace representative verified damage to the neurostimulator. If the device is returned, neuropace will undertake failure analysis of the device. Investigation results: upon explant, it was observed that the device case was damaged. As received by neuropace for analysis, this device failed to respond to telemetry. The seam weld was bent. The location of the bend affected the internal pca resulting in unpredictable failures due to randomly broken circuit connections on the circuit board. Note that there is numerous tool marks on the case. It is possible that some of the damage is the result of tools used during the explant procedure.